Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Additionally, noise resulting in oversensing was observed on the right ventricular (rv) lead. Reprogramming was previously done to avoid oversensing on the rv lead. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.